Event description:
It was reported that the coag feature was not working on the leep unit. No patient harm reported. Device to be returned for repair. No additional information is available. Lp-20-120 leep 2026-05-0000323.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.